Event description:
The complainant reported that the automated impella controller's (aic) purge disk plastic insert holder was missing from the console. No report of patient involvement, harm, or injury.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the purge assembly area was confirmed to be ripped/ missing blue retainer. Therefore, the root cause of the purge disc/flag issues was due to a broken retainer. The purge disc retainer was replaced, and the purge assembly was cleaned before being returned to the customer. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.